Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: upon visual inspection of the complaint device it can be seen that we have received the article in a wide-open condition. In addition, it is clearly visible that the blade was opened too far. Furthermore, the received device shows dents and scratches all over the surface of the part, additionally two (2) of the four (4) lips are in a damaged and deformed condition, and the hex-recess on the other side is in used but good condition. (For details see picture attached to pc level). During investigation a functional test was performed, the blade passed the functional test (for details see picture attached to pc level). As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.052s, lot: l679516, manufacturing site: bettlach, release to warehouse date: 04.december 2017, expiry date: 01.november 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during nailing in intertrochanteric fracture, the proximal femoral nail anti-rotation (pfna) helical blade was not mounting on an unknown blade inserter and not opening up properly. This was possibly because the inner threads of the blade were not up to the mark. Thus, the surgeon has to change another blade. The surgery was successfully completed with 10 minutes of surgical delay. The patient was stable. Concomitant devices reported: unknown blade inserter (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).